Event description:
The customer contact reported loss of suction. After an unspecified length of time, near the end of use, the nurse reported hearing a whistle sound and noted cracks in the liner; subsequently, a loss of suction was reported. There were no reported adverse pt effects. No medical interventions were reported. Though requested, no add'l info was provided.

Manufacturer narrative:
One used device was rec'd. Testing found loss of suction. This was due to a crack in the liner lid. The catalog number provided is the international list number that was involved in the reported event, which is comparable to the domestic list number 43056. The domestic list number has a common device name of 80gcx and is 510x exempt. This report represents all the info known by the reporter upon query by hospira personnel. (B) (4).